Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch was not strong enough and broke when trying to remove the specimen. There were no patient consequences. Case completed as normal, continued on. One device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). What was being performed when the malfunction occurred? Removal of the gallbladder. What specimen was being removed from the patient? Gallbladder. What was the size of the specimen? Unknown. Were there any difficulties deploying the bag? No. Voc pouch broken: please specify at what point the pouch broke? The bottom. Prior to or during removal? During removal. Did any contents spill into the patient? Yes. What were the indications for surgery? Unknown. What was found? Unknown. Does the patient have any relevant history of surgical treatments? Unknown if so, what? Did somebody other than the primary surgeon fire the instrument? If so, whom? No.